Manufacturer narrative:
Upon receipt of additional information it has been determined that the reported device did not cause or contribute to the event.

Manufacturer narrative:
(B)(4). Initial surgery was performed in 2000. Concomitant medical products: unknown nexgen patella, unknown nexgen patella reamer blade, unknown nexgen femur, unknown nexgen tibial tray. (B)(6). It is unknown if product will be returning to zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a revision procedure 17 years post initial surgery due to pain. Attempts have been made and additional information on the reported event is unavailable at this time.